Event description:
After an implantation period of approx. 138 months, it was reported that there is a spontaneous total depletion of the battery. The device shows the eos status. The device was explanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were reviewed. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The device interrogation revealed the eos battery status, detected on december 24th, 2023. The device was implanted for 137 months. In a next step, the amount of charge taken from the battery was verified. The battery condition was not as expected. Therefore, the ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. Subsequently the current consumption of the electronic module was verified by direct measurement and proved to be as expected. There was no indication of a malfunction of the electronic module. The battery was sent to the manufacturer for further analysis. The battery analysis is currently ongoing. As soon as the analysis has been concluded, this report will be updated.

Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were reviewed. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The device interrogation revealed the eos battery status, detected on december 24th, 2023. The device was implanted for 138 months. In a next step, the amount of charge taken from the battery was verified. The battery condition was not as expected. Therefore, the ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. Subsequently the current consumption of the electronic module was verified by direct measurement and proved to be as expected. There was no indication of a malfunction of the electronic module. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process associated with this battery. The visual inspection of the battery did not reveal any external signs of damage. In a next step, the battery was opened for destructive analysis. During the analysis of the inner assembly an elevated internal battery impedance was identified. It is reasonable to assume that the increased impedance has led to a voltage drop and therefore to the clinical observation. In conclusion, analysis of the devices electronic module showed no indication of a malfunction. Further investigations revealed an elevated battery impedance as the root cause of the clinical observation.